Event description:
The surgeon was using the saw during a left shoulder hemiarthroplasty when a small piece of the blade broke off in the operative shoulder. The surgeon immediately stopped using the instrument and suctioned the surgical site. The missing piece of blade was located in the suction canister and removed. It was matched to the blade to ensure that the entire piece was retrieved. Fluoroscopy was also used to check for any additional retained pieces of blade and none were noted. The MFR response was: reported.